Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the patient experienced shortness of breath due to a pump issue. No further information was given. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most probable cause is a user related issue; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. D4: catalog number, serial number, UDI number is unknown; h4: unknown; b3: unknown, corrected data: a1.